Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory confirms that therapy was available and the device was functioning normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The allegation from the field was a result of normal device operation.

Event description:
It was reported that a code indicating a charge time out occurred. Boston scientific technical services (ts) was contacted and discussed possible reasons and causes for the code. Hospitalization was recommended for continued monitoring of the patient until engineering analysis could be performed to determine the cause, however the physician opted to not have the patient hospitalized. Engineering analysis determined that the code occurred during implant time and was related to normal device operation from sub threshold impedance measurement prior to implant. The code was recoverable and the device has been operating normally since implant. The recent code was still referencing the original code from prior to implant. There have been no new codes post implant. It was noted that the code would always be present during interrogation and the clinic would need to put a note in the patient section to remind that it was related to a recoverable code from implant. A couple of weeks later the physician opted to explant the s-ICD and a new device was implanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a code indicating a charge time out occurred. Boston scientific technical services (ts) was contacted and discussed possible reasons and causes for the code. Hospitalization was recommended for continued monitoring of the patient until engineering analysis could be performed to determine the cause, however the physician opted to not have the patient hospitalized. Engineering analysis determined that the code occurred during implant time and was related to normal device operation from sub threshold impedance measurement prior to implant. The code was recoverable and the device has been operating normally since implant. The recent code was still referencing the original code from prior to implant. There have been no new codes post implant. It was noted that the code would always be present during interrogation and the clinic would need to put a note in the patient section to remind that it was related to a recoverable code from implant. A couple of weeks later the physician opted to explant the s-ICD and a new device was implanted. No additional adverse patient effects were reported.